Event description:
It was reported an issue with safil suture. The client reported that onn (B)(6) 2024, in order to perform preauricular fistula surgery for a child, the suture was opened, and the needle and thread were found to be detached. No further information has been received.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k122734 summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because samples have not been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.